Event description:
It was reported that the one day post implant, x-ray confirmed that the atrial lead was dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.